Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported downstream occlusion sensor error which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During evaluation, the downstream sensor current reading was out of specification. The downstream pressure plate gap was also found out of specification. The downstream pressure plate shim was calibrated to correct the condition.

Event description:
It was reported that a spectrum pump had a downstream occlusion sensor error. It was also reported there was no patient involvement.